Event description:
It was reported that a patient death occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed in the laa, and was successfully implanted and released in the patient. During observation after the surgery had been completed the physician found a pericardial effusion with tamponade. Another physician from cardiac surgery opened the chest of the patient and closed a perforation with a surgical suture. The device remained implanted. The condition of the patient improved and they were transferred to the critical care unit for observation. In the morning of (B)(6) 2018, the patient was observed to have cardiac arrhythmia. The patient received electrical shock pacing for rescue, but passed away after the rescue attempt. The cause of death is either ischemic infarction of the brain stem or hemorrhagic infarction.

Event description:
It was reported that a patient death occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed in the laa, and was successfully implanted and released in the patient. During observation after the surgery had been completed the physician found a pericardial effusion with tamponade. Another physician from cardiac surgery opened the chest of the patient and closed a perforation with a surgical suture. The device remained implanted. The condition of the patient improved and they were transferred to the critical care unit for observation. In the morning of (B)(6) 2018 the patient was observed to have cardiac arrhythmia. The patient received electrical shock pacing for rescue, but passed away after the rescue attempt. The cause of death is either ischemic infarction of the brain stem or hemorrhagic infarction.